Event description:
It was reported that while using bd bactec¿ fx, instrument bottom, packaged 6 false positive results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: " 1. Customer problem:6 false positive drawer d /row c. 2. Steps taken with customer/troubleshooting: user had 6 false positive pop at the same time ,same row . Gram stain came back negative. What confirmatory testing was performed that determined the results were erroneous? Gram stain. Were any erroneous results reported to the doctors? No; confirmed negative with gram stain. If yes, were any patients treated based on erroneous results? Na . If yes, did the erroneous treatment have any adverse impact to the patient(s)? Na. This out for me please? Na." The following information was provided by the initial reporter: " what confirmatory testing was performed that determined the results were erroneous? Gram stain. Were any erroneous results reported to the doctors? No; confirmed negative with gram stain. It was reported that 6 false positive drawer d /row c. "

Manufacturer narrative:
H.6. Investigation: it was reported that 6 false positive drawer d /row c (instrument bottom bactec fx, material no: 441386, serial no: (B)(6)). Fse went onsite and reset the sticky bits to resolve the issue. The complaint is not confirmed and the root cause is unknown. The serial creation date for (B)(6) is 2016-08-11. DHR review is not required due to the age of the instrument. Service history record review revealed no previous complaints for this issue. No parts or materials were returned as a part of this complaint investigation. No new risks or hazards were identified and no corrective actions were required. Bd quality will continue to monitor trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument bottom, packaged 6 false positive results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: " customer problem:6 false positive drawer d /row c. Steps taken with customer/troubleshooting: user had 6 false positive pop at the same time ,same row . Gram stain came back negative. What confirmatory testing was performed that determined the results were erroneous? Gram stain. Were any erroneous results reported to the doctors? No; confirmed negative with gram stain. If yes, were any patients treated based on erroneous results? Na. If yes, did the erroneous treatment have any adverse impact to the patient(s)? Na. This out for me please? Na." The following information was provided by the initial reporter: " what confirmatory testing was performed that determined the results were erroneous? Gram stain. Were any erroneous results reported to the doctors? No; confirmed negative with gram stain. It was reported that 6 false positive drawer d /row c. "